Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unreported date in 1951. On an unknown date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. It was unknown if dianeal and extraneal therapies were ongoing, but on an unreported date, the patient started hemodialysis therapy. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.